Event description:
Valve delivery system malfunction, unable to deploy valve. Tried 3 different systems, borrowed a system from another hospital system, all had the same issue. Tried different person prepping. Tried swapping operator positions. Continued to be an issue. Was able to deploy using ortho clamps to hold delivery system together and pushing from the shaft instead of normal hand position.